Event description:
According to initial reports, "mitral valve [onxm-27/29 sn (B)(4)] prosthesis appeared stuck with a mild to moderate leak ( under fluo one mitral valve leaflet stuck in the closed position, the other opens to 70 degrees). Aortic valve : severe ar. Aortic valve was excised and replaced with a 19mm on-x [onxace-19 sn (B)(4)] mechanical prosthesis. Previous mitral valve prosthesis explanted and replaced with 27/29mm on-x prosthesis [onxm-27/29 (B)(4)]." There is no alleged deficiency toward onxace-19 sn (B)(4). Onxm-27/29 sn (B)(4) - implant date - (B)(6) 2012 explant date - (B)(6) 2021. This investigation is relegated to onxm-27/29 sn (B)(4).